Event description:
The ICU educator contacted integra technical support informing that they had a camino catheter giving erratic readings. It was further stated that the device had been working properly, with good waveforms while in the patient for 18 hours. Suddenly, the numbers remained constant and would not move even as the patient was subjected to normal treatments. The decision was made to remove the device, upon which the catheter was visibly broken. During the interval between when the catheter was working correctly and when the numbers stopped responding, the patient was not being transported. The device is available for return and evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.